Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during the use of a bd phaseal¿ protector p50j, 5ml of carboplatin leaked into the bladder when drawing up the drug. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. Upon examination of the returned unit, leakage within the expansion chamber was confirmed. Two retained samples of the same lot number were obtained from the manufacturing facility. Upon examination of the retained samples, hydrophobic filter leakage test was acceptable: no defects were observed. A device history record review revealed one related non-conformance during the production of the provided lot number. During production a leak occurred as a result of a displaced hydrophobic filer. The machine was then repaired and production was verified before restarting. Over four-thousand samples were inspected and only one was found defective. The defect reported/observed for this incident may have been a result of the documented manufacturing issue. If the vial is inverted when the air it pushed inside, it will be created an overpressure which probably caused a leakage trough the hydrophobic filter. It is recommended to carefully follow the instructions explained in IFU. Based on the low severity and frequency of the defect it was determined that no CAPA is required.